Event description:
Surgeon reported port catheter breaking from lap-band system. Complaint device will be returned.

Manufacturer narrative:
Strain relief. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product size, serial number and full implant date. The information has not yet been received by allergan. Based upon the implant year provided by the reporter, the connector type is assumed to be a strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."